Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side "textured rupture implant exchange." Healthcare professional additionally reported right side rupture. Device remains implanted.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed."

Event description:
Healthcare professional reported right "textured rupture implant exchange." Device was explanted and replaced.